Event description:
During cath procedure, an attempt to advance synergy stent was unsuccessful and upon withdrawal of undeployed stent, the stent had become dislodged from the balloon. Retrieval was unsuccessful. Stent was then crushed against wall of circ with another stent. Dates of use: (B)(6) 2018. Diagnosis or reason for use: heart cath. Is the product compounded: no. Is the product over-the-counter: no.